Manufacturer narrative:
Concomitant medical products: homechoice. The bacterial peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. It was reported that the cause of the peritonitis was due to a break in aseptic technique; further described as a touch contamination. On the same day as onset, the patient began treatment for the peritonitis with 2.3 grams of intraperitoneal vancomycin, every 3-5 days. Forty three days after onset, the treatment with vancomycin was discontinued and the patient was recovered from the event. On an unreported date, the patient was retrained in aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The peritonitis occurred on an unspecified day in 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient was recovered from this peritonitis event. The action taken with pd therapy was not reported. No additional information is available.